Event description:
During the procedure the shaft of the occlusion balloon wire separated inside the patient. The physician inserted the occlusion balloon to 6mm to occlude the vessel. The physician inserted a pre-dilitation ballon and dilated the vessel. The physician deflated the occlusion balloon. The physician performed stenting and aspiration without distal protection. The physician attempted to remove the occlusion balloon wire and the wire separated inside the patient. The physician was able to remove the separated wire from the patient without incident. The patient is reported to be fine.